Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue occurred at 7 pm on (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿487 and 58 mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes with metformin and lantus insulin on a sliding scale and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that 5 minutes before the alleged inaccuracy occurred, they had developed the symptom of ¿shaky¿; a symptom which they were able to self-treat by consuming additional food and drink. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient performed a control solution test with the subject meter and the result fell out with the allowable range for the test strip lot being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately erratic results, the alleged meter issue could not be ruled out as a cause or contributor to the event.